Manufacturer narrative:
(B)(4). Correction - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for leaks/tears from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. A 2.5 x 8 mm xience xpedition stent was successfully implanted; however, after removing from the anatomy there was a tear in the balloon. There was no issue deploying the stent and no resistance during removal of the device. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.